Event description:
It was reported that following a 'left lumbar 4-lumbar 5 microdiscectomy" on (B)(6) 2026 where the neurosponges were used the " patient continues to healing issues. The customer reported "persistant drainage , fluid collection subconsciously and wound open back up" as well as erthima along incision site ".